Event description:
On april 17, 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was powering off during use and would not power on. The reporter indicated that the alleged meter issues started the previous month, at 9:00 am. According to the reporter, the patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. About a week after the alleged meter issues began, the patient allegedly developed symptoms of not feeling well, and was sweating, dizzy, and weak. The patient also reportedly had a "change of skin color." The reporter claimed that she had to take the patient to a lab to have his blood glucose checked since he could not test on the reported meter. It is not known what date/time the patient was taken to the lab. At the lab, the patient's blood glucose was tested and a result of "119 mg/dl" was obtained. The patient's blood glucose was then tested by a private physician on an unknown date/time and a result of "125 mg/dl" was obtained. The reporter claimed that four days prior to original date, the patient was hospitalized as a result of the alleged meter issues. The patient's blood glucose was tested on an ER/hospital meter but the result(s) obtained were not known. The patient was reportedly treated with oral medications for diabetes. According to the reporter, she was informed that the patient was not feeling well because his blood glucose was elevated. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, if the patient was symptomatic when the reporter results were obtained, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know why the patient was hospitalized, what his diagnosis was, and what treatment the patient received while he was hospitalized and when he visited his primary physician and the lab. The alleged meter issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with serious injury and was hospitalized after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.